Event description:
Customer reports to have received a no delivery alarm in the past. Customer was not able to troubleshoot due to not having anymore supplies. Customer was advised to call back when issue re-occurred. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.